Event description:
Study event. Device malfunction: difficulty retrieving the accunet requiring the use of both recovery catheters. Time of malfunction: during the procedure after stent deployment. Symptoms/ae: bradycardia, hypotension. Time of symptoms/ae: during procedure and post procedure. It was reorted that during a stenting procedure of the right internal cartoid artery, there was difficulty crossing the deployed stent with the recovery catheters. The vessel was described as moderately tortuous. Both recovery catheters were initially use unsuccessfully and the physician then performed a balloon dilatation. The physician stated that after the balloon dilatation, the retrieval device was easily crossed and the accunet retrieved. It was also noted the the patient experienced a bradycardic hypotensive response that was "responding nicely to intravenous fluid and low dose intravenous dopamine." The patient had a usual length of stay and was discharged prior to 48 hours post procedure. No additional information available.

Manufacturer narrative:
Results: quality engineering was unable to determine a conclusion.